Manufacturer narrative:
The tech found no issues with the bed, nor was there any error codes logged in the gci. The pt's wife stated it is possible that her husband hit the controls and lowered the bed.

Event description:
The account stated the head of the bed gradually goes down.